Event description:
Allegedly plate broke through the third screw hole from the proximal end (round screw hole).

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. The product was not returned for evaluation. Trends will be evaluated. Event device code is addressed in the package insert. The report will be updated when the investigation is complete. This event occurred in other country.